Event description:
It was reported that pump "doesn't see skin or transducer signals". Pump was exchanged off patient.

Manufacturer narrative:
Hospital biomed evaluated pump and confirmed difficulty. Arrow field service evaluated pump and determined front end board was source of problem. Board was exchanged. Following functional testing, pump was returned to service.